Event description:
Incorrect joint behavior: no stance phase resistance. User took a step backwards on 30.06., then the joint unlocked and he fell. Bruised left thigh, skin abrasions on left elbow. Emergency doctor was on site.